Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead (B)(6) 2013l; 407652 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving several shocks from the implantable cardioverter defibrillator (ICD). The patient received intravenous antiarrhythmic medication and the device was interrogated. The interrogation showed recurrent ventricular tachycardia (vt) of two different morphologies. The device did attempt to pace terminate however, after brief termination of the vt, in several beats it would recur quickly. The device then did go through several pacing schemes before shocking. There were several episodes where the device either converted with early recurrence or it failed to convert. The event was thought to be related to the device. The patient was started on oral antiarrhythmic medication. The patient was noted to be in the (B)(6) clinical study. The device is still in use. No further patient complications have been reported as a result of this event.